Event description:
It was reported that "vascath line out by around 2-3cm, had come loose from white plastic securing ring, that still remained stitched in." Catalog #: unknown. Lot #: unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a material or lot number; therefore, a device history record review could not be performed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information requested. No additional information received at the time of this report.

Event description:
It was reported that "vascath line out by around 2-3cm, had come loose from white plastic securing ring, that still remained stitched in". Catalog #: unknown, lot #: unknown.